Manufacturer narrative:
Hardware low level failures alarm confirmed in the pump history and during self test due to broken trace on keypad assembly. Insulin pump was communicated properly with guardian link and glucose sensor simulator. Insulin pump was received with missing reservoir tube retainer, missing reservoir tube o-ring, scratched case, minor scratched lcd window, cracked select button keypad overlay, stained keypad overlay and faded serial number label. Unable to perform displacement test or occlusion test and reservoir unable to lock into place due to missing reservoir retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received transmitter was unable to connect with insulin pump. The customer's blood glucose was 7.7 mmol/l at the time of incident. The customer was assisted with troubleshooting. The device will be returned for analysis.